Event description:
It was reported to an arjo representative that there was an incident with the involvement of an arjo toilet sling and maxi sky 2 ceiling lift. Following information provided, the patient slipped out of the sling by its bottom section. Caregiver, who was present during transfer, failed to catch the patient. It seems likely that the patient slipped out due to incorrect placement in the sling. As the consequence of the event patient fell off the sling and sustained light crack to the sternum and wound at the head. Hospitalization was also required where bandage and immobilization to heal the crack were provided.

Manufacturer narrative:
On 2020-apr-11 arjo received from the customer the remaining manufacturing details of the maxi sky 2 ceiling lift and passive loop (toilet) sling that were involved in the event (initially reported on 2020-feb-21). Section d and f of this report was updated accordingly. The sling involved in the event was a passive loop toilet sling with model number mla4351-xl and serial number (B)(6). Therefore, the sling was manufactured on 2018-mar-15.

Event description:
On (B)(6) 2020 it was reported to an arjo representative that there was an incident with the involvement of maxi sky 2 ceiling lift and a passive loop (toilet) sling. Following information provided, the patient slipped out of the sling by its bottom section. Caregiver, who was present during transfer, failed to catch the patient. As the consequence of the event, the patient fell off the sling and sustained light crack to the sternum and wound at the head. Hospitalization was also required where bandage and immobilization to heal the crack were provided.